Manufacturer narrative:
This s-ICD system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the patient with this electrode had received an inappropriate shock. Review of system data indicated oversensing of myopotential noise contributing to the delivery of inappropriate therapy. This shock occurred while the patient was participating in sport-related activities. Troubleshooting options were provided to the field and surgical intervention was later performed and the electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode had received an inappropriate shock. Review of system data indicated oversensing of myopotential noise contributing to the delivery of inappropriate therapy. This shock occurred while the patient was participating in sport-related activities. Troubleshooting options were provided to the field and surgical intervention was later performed and the electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.